Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of polymenorrhagia ('excessive or frequent menstruation') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced polymenorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy, surgical; with total hysterectomy,with removal of tubes (bilateral)). Essure was removed on (B)(6) 2020. At the time of the report, the polymenorrhagia outcome was unknown. The reporter considered polymenorrhagia to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of polymenorrhagia ('excessive or frequent menstruation') in an adult female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced polymenorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy, surgical; with total hysterectomy,with removal of tubes (bilateral)). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the polymenorrhagia outcome was unknown. The reporter considered polymenorrhagia to be related to essure (ess205). Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: pif received model number was changed to e305 to e205 as date of insertion was added. Reporter information was added.this case contain initial receipt date was (B)(6) 2020 and current follow up receipt date was (B)(6) 2020 due to this unable to route the case to next level according to hot topic (argus after 8) - effective since 07-mar, where describes that: ¿if the initial receipt date was submitted incorrectly and has prolonged the reporting timeline (e.g. Case sent to pv on 20-aug but user enters 23-aug), create a significant amendment to track the initial receipt date correction in the narrative.". No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of polymenorrhagia ('excessive or frequent menstruation') in an adult female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced polymenorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy, surgical; with total hysterectomy,with removal of tubes (bilateral)). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the polymenorrhagia outcome was unknown. The reporter considered polymenorrhagia to be related to essure (ess205). Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.